Manufacturer narrative:
There was no reported injury or death at the time of this report. The MDR is being submitted under deviation (B)(4). Pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reporting high rate of invalids (due to low ms2, low bead counts) and a high positivity rate for sars-cov-2 (>70% for multiple runs). On (B)(6) 2020: customer provided data that spanned time between (B)(6) and (B)(6) 2020. The majority of the invalid calls were due to ms2 failures, with another subset of invalids resulting from low bead counts or magpix device errors. On 12/20/2020: technical support compiled the data that customer sent into a spreadsheet to outline all invalid samples. Technical support reached out to customer to see if they had any more recent data to share, after september and after the extraction troubleshooting was performed. Technical support also requested the suf for review. On 02/09/2021: technical support followed with customer twice for additional data. No response from customer, case to be closed.